Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump received with stripped battery cap coin slot. The insulin pump had corroded electronic assembly noted during visual inspection. The insulin pump had scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir leaked insulin in the reservoir compartment. The customer reported that they received a motor error alarm. The customer's blood glucose was 469 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.